Event description:
It was reported that customer experienced cgm error 42 on pump while device was still under warranty. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed shipping address, instructed customer to place pump into storage mode and return it within 10 days using prepaid label, and advised customer to enter pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.